Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) provides guidance regarding controller visual and auditory alarms. The "no power" alarm provides a lond continuous auditory alarm that users are unable to mute. The IFU explains that this critical alarm indicates that the controller is not providing power to the pump and that the pump has stopped. They are instructed that potential actions to resolve the issue include connecting two new power sources, exchanging the controller and contacting heartware clinical support. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A male patient reported a no power alarm on his controller that lasted fifteen seconds and was related to a pump stop. At the time of the event, the patient had two batteries connected to his controller and these were reported to have been securely connected to the controller. The patient did not attempt to replace the power sources but was able to change out his controller himself with a subsequent pump re-start. The patient is reported to have had no symptoms during the event.

Manufacturer narrative:
The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. The reported event was confirmed via review of the controller log files, which revealed several consecutive momentary power disconnects and there was evidence of a double power disconnect on (B)(6) 2016 at 15:48:07 which prompted a controller power up. The data point prior to the controller power up revealed that battery ((B)(4)) was connected to power port one, with an undetermined relative state of charge, since the logs indicate that a momentary power disconnection had occurred within the last fifteen (15) minutes. Power port two was connected to battery ((B)(4)) with 23% relative state of charge. Further log analysis indicate that the momentary power source disconnections continued after the controller power up. Analysis of the controller revealed that the controller passed visual examination and functional testing. The most likely root cause of the reported controller power up event can be attributed to a disconnection of both power sources. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Corrected data: device available for evaluation.